Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, there were recurrent false "impella in aorta" alarms. The alarms occurred intermittently and resolved spontaneously, and there was pulsatility in the motor current throughout the duration of support. The patient expired while on support, but no allegation was made relating the device to the patient's death. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the false impella position in aorta alarms was most likely ingested biomaterial. This report is being filed as part of a retrospective review of historical records.